Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(6) reviewed the open call for (B)(6): case #(B)(4) - centration was good with adequate suction. Minor movement is noted throughout treatment. Capsulotomy marker at 177-degrees is in line with the surgeon's primary incision. Capsulotomy started at frame #3 and temporal breakthrough at frame #4. Fragmentation started at frame #12 and completed at frame #25. Both ak incisions, 18-degree sweep, completed without issue. Root cause: minor patient eye movement contributed to weakened treatment to the capsulotomy. Surgical techniques could cause additional stress to capsulotomy markers with incisions and instrument placement.

Event description:
Capsule tear - issue: on (B)(6) 2022, (B)(6) reported to (B)(6) a capsule tear at the intelliaxis nub on procedure ID (B)(4). The tear was noticed during ia and it did not run to the posterior. Dr floyd stated that the button appeared free in the location of the tear and did not look adhered. No other surgical intervention was required.